Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum alarm", and that it was the second time that this occurred recently. It was also noted that visible condensation was observed in the helium tubing from the iabp unit to the patient, and visible condensation was also observed in the compressor vacuum tubing. Patient therapy was resumed after the "low vacuum" alarm without issue. However, as a precaution, the customer switched out the iabp and replaced with another iabp unit and patient therapy was resumed with minimal downtime. There was no patient harm and no adverse event was reported.